Event description:
Customer reported the platelet parameter recovered high out of specification for the background count when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and found the rbc (red blood cell) dispenser was defective and generating bubbles. The fse replaced the rbc dispenser resolving the issue. (B)(4).